Event description:
It was reported the patient had been shocked by various things in a prison facility including a ceiling fan and the fence around the prison. The patient had been an inmate for the past couple of years and the shocks happened all of the time. The shocks made the patient ¿lock up, fall out, defecate, and void.¿ the patient also stated their fingers were cracked on the ends of their fingertips from the implantable neurostimulator (ins). The ins was checked a couple months ago and there were no impedances and the device was working properly. The patient did have a recharger, but they did not have a patient programmer. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3778, lot# v108254032, implanted: (B)(6) 2008, product type: lead; product ID neu_recharger_acc, serial# unknown, product type: recharger. (B)(4).